Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis of the catheter identified the collet pin not fully locked in place. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 1000 mcg/ml at a dose rate of 275.1 mcg/day via an implantable pump for spinal cord injury/disease and intractable spasticity. It was reported that the patient noticed their pump was creeping upwards over time whenever he bent over. The date (B)(6) 2016 is considered an approximate date of event. The pump rode up two inches and was bumping against their ribcage. It was indicated that as per the patient they did not have any falls and that the patient has short length between ribcage and hipbone. No diagnostic testing/troubleshooting was performed. A pocket revision was scheduled to relocate the pump two inches down towards the navel. During the revision on (B)(6) 2016, the neurosurgeon noticed the outer sheath of the collet had slid off the inner receiving sleeve. Attempts were made to slide the outer sheath back onto the receiving sleeve; however they were unable to do so. A new collet was then place without difficulty. It was noted that regarding this process, a total of 1 cm of existing catheter was trimmed from the existing catheter which was programmed into the clinician programmer to reflect the current catheter length. It also indicated that backflow of medication and cerebrospinal fluid (csf) was observed from spinal segment of catheter when splicing on the new connector. After the new connector was spliced on, the catheter access port (cap) was accessed with 24 gauge non-coring needle and 0.5 cc fluid easily withdrew. A post-op priming bolus for a catheter length of 113.3 cm was programmed and patient remained on same infusion rate. The issue was resolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was receiving at the time of the event were unable to be obtained. The explanted portion of catheter was returned to the manufacturer. The patient¿s medical history included spasticity secondary to spinal cord injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.